Manufacturer narrative:
The lead was not returned for analysis. The report therefore refers exclusively to the analysis of the pacemaker. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 85 percent. The header of the device was analyzed. The set screw could be easily screwed in and out; there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. The spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an estimated implantation period of approx. 201 months, oversensing on the ventricular channel was reported. The lead measurements during the surgical intervention were in range, so it was decided to connect this lead to a new device. The day after the revision, artifacts were observed while moving the arm. The lead remains implanted at moment.